Event description:
The customer reported a high blood glucose level, with the specific value being unknown and displayed as "high." To address the issue, the customer administered a correction bolus via the pump and performed a system check with guidance from technical support. It was identified that incorrect personal profile settings contributed to the high blood glucose, and the customer was assisted in updating their basal rate and correction factor. Additionally, the customer was instructed to inspect the site and tubing connections, and replacement supplies were to be sent as necessary.